Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging thermal issue related to a CPAP device's sound abatement foam. No medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that evidence of sound abatement foam degradation/breakdown was not observed in this device. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in both end caps of the device, bottom enclosure and in the blower box.